Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated patient was not interfacing into device and unable to locate, and it appeared to be bedded correctly in epic application. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the nurse unable to locate patient. A technical support specialist (tss) had explained that the visit did not show up on w2sed because it was never assigned to a unit that the station had access to. Tss confirmed that w2sed had access to units nhmcw2sed and w2sed, while the visit had only been admitted to nhmced, nhmcw2s, and nhmcm2s. If the visit was supposed to appear on that station, tss suggested adding one of these units to area w2sed or adding another area assignment to the station. The system functioned as intended after the technical support specialist troubleshot the device.